Manufacturer narrative:
Additional device code hwc. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2017, patient was presented to the hospital with reports of pain in right wrist, unknown mode of injury. X-rays on an unknown date confirmed fracture. Patient received conservative treatment (e.g. Manipulation and casting). Months later, patient was presented to surgeon with malunion and the surgery was scheduled. There was a delay in procedure date. On (B)(6) 2018, right distal radius fracture was treated with narrow variable angle locking compression two-column volar distal radius plate. On an unknown date, while on a cruise, the patient woke up with pain in right wrist with reports of no fall, incident or possible mode of injury. Patient also reported that they had not been drinking during the cruise. X-rays on board ship on an unknown date confirmed broken distal radius plate. Plate broke across first elongated hole on shaft of plate. On (B)(6) 2018, patient underwent revision of broken plate where the surgeon treated it with bone graft. The distal radius plate was still in situ during/after grafting. On (B)(6) 2018, during the follow up revision, broken plate was removed and exchanged for standard variable angle locking compression two-column volar distal radius plate (va-lcp). The surgeon reported that no screws were broken with no signs of loosening. All items including broken plate and screws have been retrieved. It is unknown if there was surgical delay during the revision surgery. No reports of the patient being unstable post-surgery. Concomitant device: screws (part: unknown, lot: unknown, quantity: unknown). This report is for one (1) 2.4mm lcp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.111.540; lot: 9268591; manufacturing site: mezzovico; release to warehouse date: november 27, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: mezzovico; selected flow(s): 5. Broken . Visual inspection: the item referred in product investigation has been received not in original packaging. The plate is broken post production at the level of the first elongated hole on shaft. Information etched match to complaint system and device history record (DHR). No visual defects manufacturing related have been identified on returned item. Document/specification review: the returned item was manufactured in november 2014 according to drawing. The material defined by drawing. No nonconformances or document change have been identified which may be related to the complaint condition. Dimensional inspection: the returned part was reinspected for all the features relevant to the complaint condition. The relevant measurable features (thickness, width, broken hole dimensions) have been found conforming to manufacturing specifications. Material or hardness review: the involved lot 9268591 has been manufactured starting from the forging art. 60062496/ lot 9228206 processed with the raw material art. 60010283/ lot 17675. The certificate of raw material has been reviewed: in the certificate it is reported that the material is conforming. Summary: as per selected investigation flow, a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition but no visual defects manufacturing related have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.